Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had etf 12 in fault logs. There was no patient involvement.

Manufacturer narrative:
H11 corrected fields: d4(UDI#) the fse that encountered the issue stated that the front end board was replaced as a precautionary measure. The fse then performed complete pm with full calibration, functional testing and safety checks per factory specifications. The unit passed all functional and safety checks and was ready for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-1164 rev. H, serial number (B)(6), with a reported unit failure of an electrical test failure code 12 in the logs. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Powered the iabp into clinical mode and the electrical test failure code 12 appeared. Code also appeared in the service mode logs. Fat was able to replicate the reported issue. Sent the board to the supplier for further failure analysis per procedure. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end, rohs from the supplier. The supplier performed an in circuit test and found that testware failed. The resistor network rn42 and rn46 was non wetting. Non wetting is a soldering defect where a liquid does not adhere to a surface. This could be the probable cause of error code 12. The board failed testing. Retaining the board in the fat per procedure.